Manufacturer narrative:
Technical services advised that the device be changed out as the patient was to be considered unprotected. Information suggest the device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that the patient would like to have and was scheduled for another echocardiogram to reevaluate the need for another device. The physician will proceed from there.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had been lost to follow up. Upon interrogation the device had declared end of life (eol) over eight months prior. It was unknown when the crt-d had declared the elective replacement indicator (eri). In addition, the device was found to be in storage mode. No adverse patient effects were reported.